Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and to determine the root cause. The customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: while they were using the device, they went to deploy a sacrospinous ligament throw, the needle clogged and did not retract. They had to leave the bullet in the patient's sacrospinous ligament. They used a second capio and threw in an additional suture to complete the procedure with no patient complications.